Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the issue. The representative found a broken wire in the connector of the umbilical/interface cable. The cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system displayed "connected not ready". Medtronic imaging and navigation was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable had a damaged wire on the lemo connector. It was noted that the cable had an open circuit as well.

Manufacturer narrative:
Unique device identification(UDI) updated to proper value. If information is provided in the future, a supplemental report will be issued.